Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was not successfully implanted due to helix issues and high out-of-range impedances. The lead is not expected to be returned for analysis. No adverse patient effects were reported.